Event description:
The event is reported as: it was reported that during use, the surgeon noticed that some clips came out broken from the applier and some clips are not well positioned in the jaws. The surgeon was not able to use this applier. He took another one: no other issue. The patient is fine.

Manufacturer narrative:
Sample not received in time for this report. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to monitor and trend relating complaints.